Event description:
Additional information was received indicating this valve was reoperated on due to aortic stenosis. The patient was reported in stable condition. There were no reported complications.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 26mm transcatheter aortic valve was implanted inside a disabled 25mm bioprosthetic valve via valve-in-valve intervention after an implant duration of five (5) years, one (1) month, sixteen (16) days due to unknown reasons. Both devices remain implanted. No additional information was provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.